Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the infusion set site, administering an injection and drinking fluids, the customer's blood glucose (bg) level was over 600 mg/dl. The cause was not known. The customer went to the emergency room (ER) and bg was at 500 mg/dl at the time of arrival. Although multiple attempts were made for additional information, the customer did not reply to the requests.